Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, after firing it was found that there were poor staple formation, and when the surgeon performed air testing of anastomosis, staple line air leak present. There was no patient injury.